Event description:
The complainant has reported that a patient (age and gender unk) underwent a therapeutic procedure for gastric hemostasis. The resolution clip device did grasp the tissue at the intended site. The clip did not release from the catheter to compelte the deployment sequence. The scope was not in a retroflexed position. The patient did not sustain any complications or ill effect as a result of the deployment issue. The pt condition is noted to be 'ok'. There is no further information available at this time.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and eht cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. Bsc reference #: tw130004/a00024446. Date filed: 19 june 2006